Manufacturer narrative:
(B)(4).

Event description:
It was reported during an implant procedure, the physician was unable to pass the lead through the introducer. The physician tried 6 times to pass the lead, using different introduction angles, with no success. A new lead was then implanted with no further problems reported. The case was deemed a success and the pt completed their post-operative follow-up with no problems. If additional info is received, a follow-up report will be sent.